Event description:
It was reported that the programmer would not interrogate devices, either wirelessly or manually. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer was unable to interrogate devices wirelessly, but was unable to confirm that it was unable to interrogate non-wireless devices. Concomitant products: product ID 2067 radiofrequency programmer head. (B)(4).